Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four units of continu-flo interlink sets would not prime. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The incidences reportedly occurred "4 times last week (wk of (B)(6))", (previously reported as on (B)(6) 2018). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, pressure and clear passage testing were performed and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.